Manufacturer narrative:
Date rec¿d by MFR : 05dec2019. The customer refused service from philips since the battery is out of warranty and will buy a new battery from a third party. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported battery failure. There was no patient involvement or user harm reported.